Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 28, 2009. Based on qa assessment, the product met specifications at the time of release. The core module was received for an evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The core module was installed into a calibrated system and functionally tested. The reported event could not be replicated. Testing was performed and the return sample was found to meet specification. The returned sample met specification. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.(B)(4).

Event description:
A customer reported the laser was switching to standby.additional information has been requested.